Manufacturer narrative:
Efforts to obtain additional information relevant to the reported event from accredo health group, inc., were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 09-jan-2026 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 10-jan-2026. It was reported that one of the patient's remunity pumps was not functioning as expected, and they were admitted to the hospital. No further details regarding the specific device issue were provided. The patient received subcutaneous remodulin and remained hospitalized from (B)(6) 2026 until discharge on (B)(6) 2026.